Event description:
Information was received from a patient regarding an external device. It was reported that the charger is not working at all to charge the implanted neurostimulator (ins). The patient stated they had it charging all night and it did not do anything so they unplugged it. Patient stated they has had trouble with it in the past but it seemed like if they took the li battery out and put it back in it would work but that did not work this time. Agent had patient plug the recharger cord into the controller and patient reported seeing no device found try again. Patient tried to connect by doing passive recharge but the screen did not change. Patient verified there is no visible damage to the plug pins. Patient did try to wipe down the pins on the plug and reconnect the cord to the controller. Pt then stated they cannot find the recharger (rtm) cord when patient services (pss) asked for the device serial number. The patient mentioned that the rtm cord is getting hot during recharge and the cord has a bare spot. The patient was troubleshooting with the ac power cord on the call. Pss is going to call pt back to troubleshoot the rtm cord. The patient also reported they cannot charge their controller. Pss made an outbound call to the patient and the patient clarified that the bald spot on the cord is their ac power cord. The patient is able to connect to charge the ins with the rtm cord and the patient is getting excellent charge quality the controller is 100% the ins is in the red. Pss is going to call pt back in 1 hour to verify that the ins charge is incrementing. Pss made an outbound call to the patient to verify that the ins is incrementing in charge. Patient verified the ins is charging and the battery is 70%. A replacement ac power supply was sent out. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_recharger_acc (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.